Event description:
It has been reported that the patient can't see their basal data on their omnipod personal diabetes manager (pdm).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The user reported inability to view settings in the pdm. There is no allegation of an error in insulin delivery. No medical treatment was required for the reported event. The device was not returned for evaluation. We are unable to verify the reported event. The lot release records were reviewed and the product lot met all acceptance criteria.